Event description:
Related manufacturer report number: 3006705815-2022-14793. It was reported that patient experienced lead migration. Surgical intervention took place on (B)(6) 2022 in which the leads were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.